Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a tavr procedure. Micro puncture was utilised to gain accessphysician didn't complete taking the blue lever back to release the footplate and ended up having the footplate and collagen deploy in the skin tract. Physician went up and over with a balloon and covered stent to complete closure. The physician decided to give a blood transfusion in the room due to blood loss and to make sure that the patient was stable.".

Manufacturer narrative:
(B)(4). Complaint details were reviewed. No unit was returned for evaluation. As per the additional information received, procedure was a tavr. Access site location and anatomical factors are unknown. The measured depth was not provided. The lever of the manta was not actuated fully. This led to the anchor not getting caught on the vessel wall and subsequently resulted in tract deployment. No angiograms or videos were provided. The IFU states the following: deploy device and seal puncture - hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel covered stent was used to seal the vessel. A device history record (DHR) was reviewed; no issue related to complaint was noted. Blood transfusion was done. Patient condition is fine and stable. Based on the information, the most likely root cause of the issue unintended use error.

Event description:
It was reported that: "during a tavr procedure. Micro puncture was utilised to gain accessphysician didn't complete taking the blue lever back to release the footplate and ended up having the footplate and collagen deploy in the skin tract. Physician went up and over with a balloon and covered stent to complete closure. The physician decided to give a blood transfusion in the room due to blood loss and to make sure that the patient was stable."